Event description:
A respiratory therapist from home healthcare company reported, "dad reported that they were in the process of transporting patient into the car to take her to the hospital to be admitted when she crashed on them. He reported she had turned blue and was unresponsive, so they called 911. They were able to bring her back with bagging before ems arrived. Because the incident was so fresh in dad's mind, and he was understandably upset and frantic, he blamed the ventilator and wanted it exchanged at the hospital. Dad reported that they had tried the vent on the test lung prior to putting patient on it, and it seems to be functioning appropriately, but shortly after they put her on the vent she crashed, and he saw no chest rise with ventilator breaths." Patient was currently admitted to the picu on their vent." No allegation of vent malfunction causing patient harm. In 2007, subsequent information received stated, "I spoke with patients father earlier this morning regarding the incident. He agrees that the problem was probably the ventilator circuit, but requested that we exchange the vent for his piece of mind. They were preparing to transport patient to the hospital as she was doing poorly. Dad checked out the portable vent with a test lung and it was working fine. He put it on patient, and was silencing the alarm on the bedside vent while mom was connecting the 02. He noticed the patient's color turned blue and she passed out. He removed the vent circuit and bagged her and she regained consciousness in less than 1 minute. 911 was called. They put her back on the bedside vent and she was ok. He then played with the portable vent circuit and got it to work and they used it to transport patient to the ER. He said the portable vent did not alarm, but he wasn't sure if he'd silenced the alarm prior to removing the test lung. He didn't see any obvious disconnect, but did adjust the peep valve."